Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. An unknown time later, the patient experienced "neurological injuries due to her ingestion of poligrip." At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 1986, during a neurological consultation, the patient reported symptoms of visual disturbance, abnormal sensations, difficulty with urination, and recent difficulty with grip in the left hand. (B)(6) years ago (approximately 1984), the patient developed a problem with her neck, accompanied by headaches. She also developed a tingling feeling in the left side of the face, not related to the headache. This became associated with numbness in the left arm and a feeling of pins and needles in the left leg. The patient saw a physician who said "there is nothing the matter." In 1984, she reported having difficulty initiating urination. Nothing was noted about this. The patient has had prominent hesitancy since that time. The patient complained of worsening vision and an "overwhelming feeling of exhaustion" since the (B)(6) 1985. She smoked 20 cigarettes a day and used alcohol occasionally. Impression included depression, but further tests were recommended. On (B)(6) 2007, impressions included left hemianesthesia, vertigo, numbness in extremities, gait disorder, subjective left leg weakness, and common variable immune deficiency per patient history. On (B)(6) 2007, the patient complained of pain in arms/legs. A brain magnetic resonance imaging (MRI) on (B)(6) 2007, showed mild chronic small vessel disease. A lumbar spine MRI showed mild bulging annulus at l5/s1 with question of spondylosis on the left. Impressions included peripheral neuropathy. Electrodiagnostic studies on (B)(6) 2007, were normal. On (B)(6) 2007, impression included fiber peripheral neuropathy. On (B)(6) 2008, the patient's pain was getting worse. The patient complained of lower back pain radiating to the left leg and mid thorax. Impression included axial low back pain, lumbar degenerative disc disease (ddd) and degenerative joint disease (djd), osteoporosis, essential tremor, common variable immune deficiency treated with monthly ivig, peripheral neuropathy secondary to ivig, stable chronic vertigo, and gait disorder. On (B)(6) 2008, impressions further included bilateral sacroliitis. On (B)(6) 2009, (B)(6) 2009, and (B)(6) 2010, there were no significant changes reported. On (B)(6) 2009, during a rheumatology consult, the patient was noted to be disabled (cause unknown). The patient was noted to have fibromyalgia and no signs or symptoms to suggest lupus. On (B)(6) 2010, a 24 hour urine copper level was less than 10 (normal 15 to 60 mcg/24 hours). On (B)(6) 2010, a 24 hour urine zinc level was 1620 (normal 100 to 1200 mcg/24 hours).